Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set not adhering due to it was caught in the door event on 22-feb-2026. Patient reported bleeding at site. No further information available.